Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of an unknown duration occurred. Data was evaluated and the allegation was confirmed as a unrecoverable loss of connection greater than 3 hours. The probable cause was the patient closed the mobile app. The reported event of a signal loss of an unknown duration is reportable based on the finding of a unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.